Event description:
Patient reported right side "deposit of water" captured as seroma and tumor/ulcer. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d.2a, d.2b, d4, d.6a, d9, h3, h4, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "deposit of water" captured as seroma and tumor/ulcer. The device has been explanted.

Event description:
Patient reported right side "deposit of water" captured as seroma and tumor/ulcer. The device has been explanted.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch 9617229-2024-08872-01. Aware date should have been listed as 5/jun/2024. Correction to g.3 aware date of supplemental medwatch 9617229-2024-08872-02. Aware date should have been listed as 7/jun/2024.

Event description:
Patient reported "encapsulation, tumor, ulcer, deposit of water. The device remains implanted. This relates to the right side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side "deposit of water" captured as seroma and tumor/ulcer. The device remains implanted.